Manufacturer narrative:
This device remains in service and was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts have been made to obtain additional information; however, a response has not been received. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture, resulting in the patient presenting with bradycardia. Technical services (ts) advised ensuring that external pacing was readily available; the physician confirmed that pacing pads were already in place. Ts also recommended paging a local field representative. Additional information is being requested from the field. No adverse patient effects were reported. This rv lead remains in service.